Event description:
It was reported a physician implanted x-stop devices into a pt. The pt did "well for a couple of months" post-surgery and then experienced "slight discomfort in the center of the back". The pt developed "several problems as time went on". Reportedly, the position of the x-stop implants have been "checked and all seemed to be ok there." No additional info was reported.

Manufacturer narrative:
Method - device not returned, f/u conversation with company rep.